Manufacturer narrative:
The bed has been removed from service until (B) (4) has been completed. (B) (4) is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed.

Event description:
Information received indicates the bed would intermittently come out of brake, when the brake is set and the bed is shaken.